Manufacturer narrative:
The complaint device was not returned for evaluation. The complaint was thoroughly investigated. Batch record for lot 0618028 was reviewed and there were no deviations found in the production process or in the finished goods inspection. We pulled out one retained sample for analysis. Full specification testing was done and all parameters were found to be acceptable. The product was released without any quality issue. From the investigation, the complaint was not confirmed. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
2 of 3 reports. Other mfg report numbers: 9680091-2018-00028, 9680091-2018-00030. "Casting systems received over the past month are malfunctioning. The casting systems are going onto different patients. Approximately 7 patients have had additional wounds (diabetic ulcers) created due to casting systems issues, some were required to go to the emergency room to have casts cut off outside of wound center business hours. Approximately 20 casting systems are breaking down at the top of the ankle and front of the foot causing the need for reapplication." Additional information received confirms that 3 patients developed new wounds from the cast, not 7 originally reported. This report is for a (B)(6) year old female, the reason for cast was diabetic foot ulcer. Her plantar foot wound has healed but now they are treating the wound on her dorsal foot that developed from the cast.